Manufacturer narrative:
Company comment: the serious expected events of hypersensitivity at implant site, angioedema and the non-serious expected events of oedema and erythema at implant site and the non-serious unexpected event of dysarthria were considered possibly related to the treatments. The unexpected event of dysarthria is most likely secondary to the lip swelling. Seriousness criteria includes need for multiple medical interventions to prevent permanent damage. The likely root cause includes the patient's hypersensitivity to the products. Potential contributory factor includes concomitant lidocaine treatment. Restylane kysse was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. Batch record review was performed. No potential quality issues were identified in the manufacturing process of the specified batch. The batch was manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 11-mar-2024 by a registered nurse which refers to a female patient of an unknown age. Additional information was received on 18-mar-2024 from the same reporter. The medical history of the patient included allergic to fish oil. The patient had received multiple unspecified filler treatments in the past including restylane products and last treatment was in early 2020 and no reactions were noted. At the end of 2023, the patient had received booster dose of unspecified covid-19 vaccine and flu vaccine. Prior to these treatments, on (B)(6) 2024, the patient received dental block with 2ml lidocaine [lidocaine] 1%. On (B)(6) 2024, the patient received treatment with 2 ml of restylane lyft with lidocaine (lot 21374), 1 ml to each side of lateral cheek, 1 ml of restylane contour (lot 21543), 0.5 ml to each side of mid face and 1 ml of restylane kysse (lot 21564) to lips and perioral commissures (unknown injection technique and needle type). The restylane kysse was injected into perioral commissures (off label use of device). Same day, the patient also received treatment with 64 units of jeuveau [prabotulinumtoxina xvfs] to upper face. The patient tolerated the treatments to cheek, midface and dental block without complication. Immediately after injecting restylane kysse, on (B)(6) 2024, the patient experienced rapid lip and lower face swelling/edema (implant site oedema) as expected and erythema (erythema). During her tox treatment, she began having difficulty speaking (dysarthria) because her lip swelling progressed rapidly and severely. The hcp had stopped tox treatment with jeuveau. The reporting hcp treated the patient with benadryl [diphenhydramine hydrochloride] in the office and then sent to the emergency room (ER) by ambulance for possible angioedema (angioedema) and severe allergic reaction (implant site hypersensitivity). The patient was treated with unspecified steroids without improvement at ER and then they administered an epipen [epinephrine] while in the ER, which resolved majority of the swelling. On (B)(6) 2024 (four days after treatment), the hcp followed up with patient in person and she was doing well currently. She had some minor generalized facial swelling and almost finished her per oral steroid pack treatment given in ER. The hcp recommended her to follow-up with her pcp and potentially an allergist. The hcp did not dissolve the filler at that time and informed patient that she could have another delayed swelling. Outcome at the time of the report: swelling/edema was recovering/resolving. Erythema was recovering/resolving. Possible angioedema was recovering/resolving. Allergic reaction was recovering/resolving. Difficulty speaking was recovering/resolving. Restylane kysse was injected into perioral commissures was recovered/resolved.